Manufacturer narrative:
Complaint conclusion: information received from the (B)(4) study indicated that stent fracture and separation was observed in previously implanted cypher stents. The indication for the procedure was unstable angina pectoris with a positive ischemic study. The patient¿s medical history is significant for angina, family history of coronary artery disease, hypertension and hyperlipidemia. The target lesions were the first diagonal (dx) and the proximal circumflex (cfx). The first dx was described as de novo, 75% stenosed, non tortuous and non-calcified. The lesion was pre-dilated followed by the implant of a 2.5mm x 13mm cypher rx stent at 13 atms. The stent was successfully implanted and did not require post-dilation. The proximal cfx was described as de novo, heavily calcified and tortuous. The lesion was pre-dilated followed by the implant of a 3.5mm x 18mm cypher stent at 12 atms. The stent was not post-dilated, but was followed by the implant of a 3.5mm x 13mm cypher stent, distal and overlapping to the first, for post-stenotic dilation. The stent was then post-dilated for optimal expansion. The stents were noted to be in a 60 degree bend. The procedure was successfully completed without any sequelae and the patient was discharged the following day. Approximately twenty-six months later repeat angiography was performed for a positive ischemic function study. A new lesion was identified in the proximal left anterior descending artery and was treated with angioplasty. Also noted during the procedure was fracture and separation in the overlap section of the cypher stents implanted in the cfx. The stents were noted to be patent without restenosis, no treatment was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15262886 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Stent fracture has been recognized as a potential mechanism of thrombosis and restenosis and may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Review of the information available suggests that there are vessel characteristics that may have contributed to the reported event. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00061 and 3003742446-2013-00062.

Event description:
The report received from the (B)(4) study indicated that stent fracture and separation was observed in previously implanted cypher stents. At the time of index, indication for the procedure was unstable angina pectoris and +ve functional test for ischemia. The angiography revealed two vessels disease. The first lesion was in the proximal cx described as 10mm in length, mildly calcified and tortuous, class a, and de novo with 95% stenosis. The reference vessel was 3.5mm in diameter. As planned, the lesion was predilated with a 2.5 x 12mm non-cordis balloon at 14atms. Thereafter a 3.5 x 18mm cypher rx (#15247158) was implanted at 12atms. Consequently a second 3.5x 13mm cypher rx (#15262886) was implanted overlapping distal from the initial stent at 18atms due to post-stenosis dilatation. Then post-dilation was conducted with a 4 x 8mm balloon at 12atms as the stent did not fully expand. The second lesion was in the 1st diagonal described as 6mm in length, class a, and de novo with 75% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was predilated with a 2.5 x 10mm non-cordis balloon at 8atms and a 2.5x13mm cypher rx (#15251900) was implanted at 13atms. There were no procedural complications reported and the patient was discharged a day later. Approximately 26 months post index, the patient experienced worsening of coronary artery disease and underwent revascularization of the proximal lad. The plad lesion was not within 5mm of the 1st diagonal study stent and the study stent was patent. The event resolved without sequelae. The event was not related to the study stent, drug, or procedure in an investigator's opinion. However, angiography revealed that two study stents implanted in an overlapping fashion in the circumflex fractured and separated. There was a fracture proximal to overlap and a complete transverse stent fracture with abundant movement and displacement of fractured fragments of more than 1mm during the cardiac cycle.

Manufacturer narrative:
Concomitant medications included aspirin, atenolol, bivalirudin, centrum, cialis, ecotrin, heparin, niaspan, nitroglycerin, plavix, prasugrel, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00061 and 3003742446-2013-00062.